Event description:
It was reported that the patient had a spinal cord stimulator (scs) trial and initially got good paresthesia coverage. During the second week of the trial, tonic program was tried, however, the patient found it more painful so it was switched off. Prior to the trial, the patient did have spasms and contractions (spontaneous muscle movements) from a previous nerve injury. This problem has been there for many years but got significantly worse on programming during the second week. The patient noticed after switching to the tonic stimulation for a short period of time that the spasms and contractions got worse and has stayed since. It has been around six months since the trial and has not improved. The patient had a magnetic resonance imaging (MRI) performed and it does not appear that there is any spinal cord damage. Baclofen was tried but situation only mildly improved and the patient feels it was not working. Physician recommended quinine instead. The physician also recommended that the patients calcium and magnesium levels be measured to ensure that there is no electrolyte abnormalities as well as urea and electrolytes.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: unknown leads. Upn: unknown leads. Model: unknown. Serial: unknown. Batch: unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-4 upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7075377 UDI: (B)(4).

Event description:
It was reported that the patient had a spinal cord stimulator (scs) trial and initially got good paresthesia coverage. During the second week of the trial, tonic program was tried, however, the patient found it more painful so it was switched off. Prior to the trial, the patient did have spasms and contractions (spontaneous muscle movements) from a previous nerve injury. This problem has been there for many years but got significantly worse on programming during the second week. The patient noticed after switching to the tonic stimulation for a short period of time that the spasms and contractions got worse and has stayed since. It has been around six months since the trial and has not improved. The patient had a magnetic resonance imaging (MRI) performed and it does not appear that there is any spinal cord damage. Baclofen was tried but situation only mildly improved and the patient feels it was not working. Physician recommended quinine instead. The physician also recommended that the patients calcium and magnesium levels be measured to ensure that there is no electrolyte abnormalities as well as urea and electrolytes. Additional information was received that the event was due to the progression of the patient's pre-existing condition, it is unknown if the medication needed was for their pre-existing condition only or other, it is unknown if it was device stimulation related or none.

Event description:
It was reported that the patient had a spinal cord stimulator (scs) trial and initially got good paresthesia coverage. During the second week of the trial, tonic program was tried, however, the patient found it more painful so it was switched off. Prior to the trial, the patient did have spasms and contractions (spontaneous muscle movements) from a previous nerve injury. This problem has been there for many years but got significantly worse on programming during the second week. The patient noticed after switching to the tonic stimulation for a short period of time that the spasms and contractions got worse and has stayed since. It has been around six months since the trial and has not improved. The patient had a magnetic resonance imaging (MRI) performed and it does not appear that there is any spinal cord damage. Baclofen was tried but situation only mildly improved and the patient feels it was not working. Physician recommended quinine instead. The physician also recommended that the patients calcium and magnesium levels be measured to ensure that there is no electrolyte abnormalities as well as urea and electrolytes. Additional information was received that the event was due to the progression of the patient's pre-existing condition, it is unknown if the medication needed was for their pre-existing condition only or other, it is unknown if it was device stimulation related or none. Additional information was received that the physician discharged the patient as he is looking to get an opinion from the foot and ankle surgeons with respect to his leg and just looking to explore other options for his pain. There is no further course of action at this time. The scs trial leads are not being returned as the hospital does not have them.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear? 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7075377. UDI: (B)(4).